Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation procedure, the patient experienced a pericardial effusion which required a pericardiocentesis. The physician alleges that the effusion was caused by the transeptal puncture. There was a misunderstanding between the physician and the anesthetist that was manipulating the echo for the transeptal puncture. After completing the transeptal, the face of the patient was becoming purple and the blood pressure went down. The esophageal echo was checked which revealed a pericardial effusion. The perforation was located at the left atrial appendage. A pericardiocentesis was performed, the patient stabilized and was sent to the intensive care unit under observation. There were no performance issues with the abbott products.